Event description:
Patient reported right side reports soft, mobile prosthesis, hot breast and swelling, has contracture and granuloma, and mention the recall. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: soft, mobile prosthesis, hot breast and swelling, contracture and granuloma, and the recall

Manufacturer narrative:
Visual analysis of the photographs identified, red and yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Event description:
Device has been explanted.